Manufacturer narrative:
The reported event is confirmed as design related. Initial investigation has indicated that documentation including bill of materials, manufacturing, inspection, specifications, and drawings associated with manufacturing of subassembly product codes my236912y, my236914y and my236916y was incorrectly implemented with the transfer of manufacturing to the kulim plant impacting all product manufactured in kulim for these product codes. The reported event is understood, characterized, and confirmed as unrelated to the labeling issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the product was labeled as d236914 with no 's' and the catheter length should have been 26cm whereas it was about 21-22cm only. It was too short.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device sample was not returned.

Event description:
It was reported that the product was labelled as d236914 with no 's' and the catheter length should have been 26cm whereas it was about 21-22cm only. It was too short.